Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebz1903 showed no other similar product complaint(s) from this lot number.

Event description:
During procedure doctor pulled the guide wire from patient after realizing that they had not done an angiogram like they had originally planned. The scrub tech pulled on the hub to pull the catheter out from patient, and the hub detached from the line. Sample was sent in by facility.

Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed, but the cause cannot be determined. The device returned was one 23 cm equistream xk catheter, with a luer connector which was returned separate from the catheter and was identified as the hub belonging to the product¿s indwelling stylet. No stylet tubing protruded from the hub or was found with the sample. Some residues between the tip halves and on the cuff were noted, indicating the product was used. Microscopic examination of the hub at its distal end was unremarkable, and no indication of the reason for stylet tube separation was found from examination of the interior of the connector. Functional testing found that the separate hub could be screwed onto and retained by the two extension leg hubs, although the fit was loose. The ID of the hub at the distal end was significantly larger than the specified ID of the tubing, suggesting that the hub was not molded around a molding pin. The event is confirmed, but the cause is unknown. Labeling review: if use related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The sequence of events taken by the clinician described in the event description is unusual and therefore the detachment of the hub at the particular stage of the procedure would normally be less likely. However, the cause of the event is unknown, whether it was use-related, manufacturing related, etc. Various instructions relating to the proper use of the stylet exist, however. If manufacturing related, a review of product labeling documents is not applicable. Product labeling, such as indications, warnings, precautions, cautions, possible complications, and contraindications, would not have prevented this issue.

Event description:
During procedure doctor pulled the guide wire from patient after realizing that they had not done an angiogram like they had originally planned. The scrub tech pulled on the hub to pull the catheter out from patient, and the hub detached from the line. Sample was sent in by facility.